Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) occurring on (B)(6) 2010 during drain cycle 11 was identified. The patient's largest prescribed fill volume (lpfv) was 1000 ml and the drain volume was 1696 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause for the iipv found in the device logs was determined to be insufficient drain due to a use error; the tidal ultrafiltrate (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Two of 3 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.